Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floortherapy. It was reported the patient called in to see if we have a date the new product will be available. Patient reports that last summer they told her the device had a couple years left, and in november they said it only has 7-10% left. Patient said she had botox in (B)(6) and went into retention. Patient was advised to contact their physician. No further complications were reported or are anticipated.